Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, frame overlap was observed extending to nodes 1 and 2. Subsequently, the valve was removed from the delivery catheter system (dcs), inspected, and reloaded; however, another frame node overlap at the proximal ends was observed extending to nodes 1 and 2 on the second loading attempt. The fluoroscopic imaging appeared to be more than a simple overlap. Due to concern of potential infolding and inadequate valve expansion during deployment, a new valve, new dcs, and new compression loading system (cls) were used. Upon loading inspection of the new valve, an overlap between nodes three and four were noted. The physician proceeded with an attempt to deploy the valve as this was an acceptable load. The valve was successfully implanted with no evidence of infolding, and appropriate valve positioning on intraoperative echocardiography. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event described above. The patient¿s executive summary was available, permitting complete anatomical assessment. It was reported that the initial valve was loaded twice due to concerns identified during fluoroscopic load inspection. Review of the valve load inspections indicated that both loads appeared satisfactory. Nevertheless, the team elected to load a new valve into a new delivery system. Subsequent fluoroscopic inspection demonstrated inflow crown overlap at node 3, which is indicative of an appropriate load. There is no evidence that pre-implant balloon valvuloplasty was performed prior to the attempted valve implantation. During deployment, the bioprosthesis appeared under-expanded in the cusp overlap view. According to medtronic best practices, under-expansion should prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system. Available evidence indicates that the under-expanded valve was not implanted. Instead, it was replaced with a new system, which revealed an inflow crown overlap ending just prior to node 4, confirming to have a proper load under fluoroscopic inspection. The new valve was implanted at a depth of approximately 3 mm on the non-coronary cusp verified in the cusp overlap view and 8¿9 mm on the left coronary cusp verified in the lao view. Final angiography showed no evidence of aortic regurgitation or paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.